Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff called in to report that console 2 was experiencing repeated faults with error code 23008, which indicated a suspect master tool manipulator right (mtmr). As a result, they disconnected console 2 and continued the procedure using only console 1. Additionally, the technical support engineer identified error 1121, suggesting a potentially faulty common compute controller (ccc). Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically after switching consoles. The procedure was a right ovarian cystectomy.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and the errors were confirmed when installed on an in-house system. The mtm was then installed on a test fixture and failed the backdrive test but after adjusting the retaining ring that test passed. While attempting to run the full tests on the test fixture the unit would fail for 23152 error. After investigations, failure analysis found the roll magnet to be delaminated, which is the cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to the roll magnet delamination on the mtm.

Event description:
Refer to h11 for follow-up information.